Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had a high blood glucose value of 600 mg/dl. Customer's other blood glucose value: 432 mg/dl. Customer also experienced low blood glucose level of 62 mg/dl and 79 mg/dl customer was neither in emergency room, nor admitted into hospital, nor was emergency medical services dispatched as a result of high or low blood glucose values. The customer experienced symptoms such as dry lip. The customer was treated with food for low blood glucose. The insulin pump received insulin flow blocked alarm which was resolved by changing the complete set. The customer declined the troubleshooting for low blood glucose. The device is not expected to be returned for analysis.